Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombosis occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. On (B)(6) 2020, device thrombosis was noted. This event was considered non-serious but related to the device. No additional information is known at this time.